Event description:
It was reported that the atrial lead dislodged, had high thresholds and low sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the outer insulation breached/ extrinsic and blood ingression. There was a lot of blood along lead length which leads us to conclude that the cut occurred at the implant. The breached insulation did contribute to the electrical complaints. (B)(4)